Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1 gram, five days, route and duration not specified) and injection ceftazidime (1 gram, route, duration and frequency not specified) for peritonitis. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
It was reported that the patient was not hospitalized for the event. Dianeal therapies were ongoing. At the time of this report, the patient has recovered from the event peritonitis. (Lab results). Should additional relevant information become available, a supplemental report will be submitted.